Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station had refrigerator connection problem and gave a message of "failed drawer". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator connection encountered problem and had "failed drawer" error message before usage. A field service engineer (fse) had investigated a refrigerator inventory issue after requesting the escort to log in and attempt an inventory action. Upon inspection of the latch, the fse observed that the refrigerator door had begun to sag, causing the hasp to rub and scrape during closure. To address the issue, the fse powered down the medstation and accessed the side door of the remote manager (rm). The box was unloosened and realigned to improve alignment with the door and hasp. Once adjustments were made, the fse powered the system back on and logged into the hardware test application (hta), where the rm and hasp were tested multiple times. An open-close test was performed and saved to the d-drive. During further testing in hta, the fse identified that the scanner base was loose. The e-drawer was opened, and the scanner base was tightened to ensure stability. All components were verified to be functioning properly following the service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station had refrigerator connection problem and gave a message of "failed drawer". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.